Manufacturer narrative:
The customer states that they have several units that did not have audible sound and the units were restarted and were now functioning. We have not received the unit count or serial number info from the customer.

Event description:
The customer reported that the audible alarms spontaneously stops alarming for the remote network station (rns or remote monitoring system). Also, when they checked that sound control, the volume setting is all the way down and will not allow the user to raise it. They stated that the only fix he has found is to unplug the rns power cord and essentially hard restarting the rns.